Event description:
During evaluation of a returned homechoice machine, a possible overfill situation was identified which occurred on (B) (6) 2008 during drain cycle 3. The pt's ultrafiltration reading was 1230mls indicating the home patient (hp) drained 1230mls more than their programmed fill volume of 2400mls. This info gives a total drain volume of 3630mls (1230mls + 2400mls). Follow up with the dialysis center nurse on (B) (6) 2008 revealed the hp was bedridden and not able to sit up or move around without assistance from his caregiver. As a result, when the hp was not in a position favorable to drain well, he could not just move around on his own to drain better. The rn related that the hp experienced shortness of breath and was mildly uncomfortable around the time of the incident, which she attributes to the hp's own intolerance to the programmed fill volume of 2400mls. The rn indicates that this was an ongoing difficulty for the hp. There was no pt injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B) (4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during eval. Based on a review of all available therapy log data, the most probable cause of the overfill was determined to be insufficient drain when multiple cycles advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. It was noted in the therapy log that the pt had been draining less than the fill volume in previous cycles of this therapy session, which could have contributed to the increased drain volume in drain 3. The device will be routed to the service area.